Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to unspecified reasons. A new 14cm x 12.5mm app device was implanted. Additional information received states the device was replaced because it was not inflating. There were no presenting symptoms or complications and the patient was stable following surgery.